Event description:
Middle aged female with history of diverticulitis. During procedure: laparoscopic mobilization sigmoid colon with conversion to open low anterior rectosigmoid colectomy, the endopath misfired two times. Device was removed without harm to patient and a replacement was used for the remainder of the procedure.